Event description:
The surgeon reported to the sales rep the patient underwent a revision surgery due to heterotopic bone growth. The screws in the left joint were explanted and replaced with new screws.

Manufacturer narrative:
The report states that there is no return for this complaint; therefore, product is not available for review by the manufacturer. The user facility reports that the revision was successful. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 2 of 2.